Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pace and shock impedance measurements. Sensing was also noted to be sporadic and jumpy. A previous chest x ray was reviewed and it was noted the rv slack had increased into the ventricle. Further information was received that this lead was confirmed to have bent. A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.